Event description:
It was reported that during an right ventricular (rv) lead explant procedure, this right atrial (ra) lead was explanted and replaced for an unspecified reason. No additional adverse patient effects were reported. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the patient suffered from twiddlers syndrome and this ra lead became dislodged as a result. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead body was twisted from the mid section toward the terminal pin. This type of damage is consistent with twiddler's syndrome. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits.

Event description:
It was reported that during an right ventricular (rv) lead explant procedure, this right atrial (ra) lead was explanted and replaced for an unspecified reason. No additional adverse patient effects were reported. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the patient suffered from twiddlers syndrome and this ra lead became dislodged as a result. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an right ventricular (rv) lead explant procedure, this right atrial (ra) lead was explanted and replaced for an unspecified reason. No additional adverse patient effects were reported. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.